Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer found the retained portion of blake drain in the patient after multiple weeks of post operation. Medical intervention was unknown. Customer preference: customer stated that the one of action plans to prevent reoccurrence was to consider having marking on the drain which would indicate the amount of drain provider places in the wound. In the event that the providers were to cut the drain to length shorter than the original manufactured length, nurse would document the altered length with their electronic medical record so upon its withdrawal nurse would able to cross reference the removed length against the documented length at the time of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer found the retained portion of blake drain in the patient after multiple weeks of post operation. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿tensile requirements are not appropriate for the type of drain and/or procedure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that customer found the retained portion of blake drain in the patient after multiple weeks of post operation. Medical intervention was unknown. Customer preference: customer stated that the one of action plans to prevent reoccurrence was to consider having marking on the drain which would indicate the amount of drain provider places in the wound. In the event that the providers were to cut the drain to length shorter than the original manufactured length, nurse would document the altered length with their electronic medical record so upon its withdrawal nurse would able to cross reference the removed length against the documented length at the time of placement.